Event description:
The facility representative contacted baxter to report an infusor that had liquid leak into the bottle from the reservoir. The event occurred during patient use. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received at baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or additional information become available.